Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a automatrix shaft broke during use. No injury.

Manufacturer narrative:
2-19-2025: retain for item# 24703 lot# 08811694 has been pulled, inspected per 0290-wi-7.5-42-04 (with exception to destructive testing). The flexshafts were tested by using standard testing protocol. The tests included a functional test, which is to use an automate iii tool and the retain flexshaft to tighten a matrix band (n=5) around a tooth model, and a visual inspection for abnormalities. Retain meets all criteria for form/fit/function of the intended use for the device. (Nwv) 2-19-2025: DHR for item# 62422603 lot# 08933419 has been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the execution of the packaging work order with all inspections completed and deemed acceptable by the operator(s) and quality. Item# 24703 lot# 08811694 is the production work order for the flexshaft in which the customer has complained against (date code 0624). DHR for item# 24703 batch# 08811694 has also been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the assembly work order for the flexible shaft assembly, with all inspections performed and deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-42-04 & 0290-ip-7.5-42-06. However, it was identified during the DHR review that the 78th subassembly was weld tested and not the 75th as the wi describes, also noted that the 78th assembly was tested for set screw crimping and not the 75th. Per the wi, weld testing for the 1st 10 subassemblies of every order and every 25th subassembly is conducted and documented. Assemblies are then to bake at 180f for 30 minutes minimum and documented. Functional test for set screw crimping conducted on the 1st assembly and every 50th assembly in the order and documented. 12 in-ounce torque test is performed on 100% of the flexshafts and documented. Torque to fail test is performed every 125th flexshaft assembly and the final assembly in the order for minimum requirement of 1.25 inch-pounds and documented. It was identified during the DHR review that the 78th subassembly was weld tested and not the 75th as the wi describes, also noted that the 78th assembly was tested for set screw crimping and not the 75th. Operations has been notified of the discrepancy. (Nwv)